Event description:
Customer called to report missing elements of date/time on the screen display of the compact plus system. During troubleshooting, the customer reported missing critical icons on the screen display. No adverse event reported. A request was made for the return of the device; replacement was sent.